Event description:
The customer reported 12-lead ECG v6 signal loss.

Manufacturer narrative:
The customer isolated the issue to the ECG leadset. There was no report or indication of patient impact. A philips field service engineer reported that the customer had replaced the ECG lead set which resolved the reported issue.